Event description:
It is reported that a customer received a bad sensor alert on their insulin pump. The customer's blood glucose level reached up to 500 mg/dl. The customer was advised to change the sensor and return the old one for analysis. No further information was recorded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specification due to high readings.